Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 13.4-13.8cm from the connector pin. The etfe coating was intact at this location.